Event description:
It was reported that the patient experienced syncope and discomfort. High impedance was noted on the right ventricular (rv) lead. Provocative testing was performed and noise resulting in oversensing and pacing inhibition was noted on the rv lead resulting in syncope. The patient was hospitalized in intensive care. A revision procedure was performed and the rv lead was explanted and replaced. Hemothorax, dyspnea, and hemorrhaging were noted, however, it is unknown if the occurred prior to the procedure or during. No additional intervention was reported. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.